Manufacturer narrative:
From company received this complaint and contacted dr (injecting physician), she indicated she would not discuss the case personally with him, the case is in litigation. The lot numbers for radiesse dermal filler was not provided; therefore, the device history records could not be reviewed. This complaint is being filed due to the alleged seriousness of the complaint. If any further info becomes available a follow up report will be filed.

Event description:
The pt was injected with radiesse dermal filler in or about the area of both eyes. The pt suffered alleged serious and permanent injuries to her face including but not limited to ongoing bruising, swelling, discoloration and/or disfiguration in the area and surrounding areas of the injections.